Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device section d6b - explant date: not applicable to suspect device section e1 - telephone number: (B)(6). Section h3 - other (81): the laser was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had one patient who experienced high grade dlk. At 1 day post procedure, the patient underwent a flap lift and clean which did not resolve the dlk and the patient now has central toxic keratopathy (ctk). Routine post op meds prescribed were, oftaquix, pred forte. No further information was provided.

Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 07/31/2005, however the correct date is 05/03/2002. Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Section h6 -health effect - medical device problem code: 4247:aspirator tube failure. Device evaluation: device evaluation was performed for this incident. The field service engineer attended the site in december 2024. The device was found to have failed to function as intended. The probable cause was traced to a component failure (aspirator tube), which was replaced. A preventative maintenance and service and system performance check was carried out. The system met all specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.